Manufacturer narrative:
The customer's report of channel disconnects associated to an iui issue could not be confirmed on the reported date for the reported serial number. During visual inspection dried fluid residue was observed on the male iui connectors of pump module s/n (B)(4) and the pcu s/n (B)(4), however, no channel disconnect events were found for that pump module. Although the reported event date was (B)(6) 2015, log analysis of the pcu shows programming on (B)(6) 2015 that may reflect the reported event. There were four modules attached at the time. Channel a, s/n (B)(4), channel b, s/n (B)(4), channel c, s/n (B)(4)and channel d, s/n (B)(4). Channel d was idle throughout. Channel disconnects occurred on channel a at 12:47 and 4:28 am while channel b was idle. The system was turned off at 6:21 am and back on at 7:21 am when channel b was programmed. At 7:47 am a "channel disconnect" alarm occurred on channel b after which power was cycled on the pc unit and the infusion was restored. At 9:43 am, 11:02 am and 12:54 pm additional "channel disconnect" events occurred. The infusion was restarted each time and continued until 2:16 pm when the system was powered off. A "channel disconnect" event that occurred on the reported event date, (B)(6) 2015, was identified in the log; however, that event is believed to be due to physical removal of a pump module in order to attach a pca module in the required secure position on the right side of the pc unit; the pump module was reattached to the right of the pca module three minutes later and was programmed for the same drug that had previously been infusing. The reported suspect pump module was not in use on that date. The root cause of the channel disconnect events on channels a and b on (B)(6) could not be determined. No fault was found with the pc unit left iui connector or either of the channel b iui connectors and channel a was not returned for investigation.

Event description:
Received a vague report from the customer about a channel disconnect event which they believe is associated to an unspecified iui issue. Reportedly it may have occurred during a vasopressor infusion and resulted in a temporary decrease in the pt's blood pressure, however this is unconfirmed. Although requested there are no further pt or event details.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.